Event description:
It was reported that during an unknown procedure, the device did not release clips properly; it released two clips at a time. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. The device was noted to be empty and the lockout was fired through. The advancer appeared to function properly when cycled. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain close. No testing could be performed to evaluate the event reported due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.